Manufacturer narrative:
Following the reported event, the steris service technician inspected the table and found the batteries to have low charge. Additionally, the power supply and plate fuses were found to not be operating properly causing the table to lose power during the procedure. The 3085-r surgical table subject to the reported event is not under steris service agreement and is serviced and maintained by the user facility. The 3085-r remanufactured surgical table manual (pg.4 & 74) states "a thorough preventive maintenance program is essential for safe and proper unit operation. This manual contains basic maintenance schedules and procedures which should be followed for satisfactory equipment performance. Comprehensive instructions for monthly, quarterly and semi-annual preventive maintenance can be found in the maintenance manual (available from steris)." The technician replaced both batteries, power supply, and 4 of the faulty plate fuses. The table functionality was tested before returning to service. A steris account manager offered in service training on proper preventive maintenance activities; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 3085-r surgical table lost power. The procedure was completed successfully. No report of injury.